Event description:
Diod laser fiber was being used by the surgeon during a turp. The 2 fibers broke inside the patient bladder. The surgeon was able to retrieve the fragments. No patient harm or delay in surgery.